Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Additional information was requested and the following was obtained: what was the product code and lot/batch number for the stapler used with the ecr60g cartridge (ex, ec60, long60a, pse60a, etc)? No lot or batch number available. Device was ple60a. What was the patient s bmi? Bmi is unknown. What other color cartridges were used before and after this event? Black was first reload. This product inquiry is the second firing. After this, there were two more green firings and then a gold. Was there any patient consequence or change in post-operative care for the patient as a result of the event? No patient consequences were reported.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the second overall firing, first green reload - three rows of staples formed on specimen side, only outer most row of staples formed on patient side. Reload was noticeably damaged when removed from jaw if device. Green plastic was gouged inside the knife track with unformed staples half deployed the length of the reload. Clips and tisseal were used to gain closure of the staple line. A methylene blue stain test was performed to check for leaks and none were found. Standard leak test performed 24 hours post-op found no leaks present. There were no patient consequences reported. Customer will not release the reload.